Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itselfcould not be investigated. The information you provided has been entered into ourquality system as a complaint. These types of complaints are used to evaluate systemsand device performance throughout our organization and help to maintain and improvethe performance of our devices.should additional relevant information or the device itself become available, theinvestigation will be updated.

Event description:
This device was explanted due to early eri due to chronically high thresholds on the associated lead. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.